Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at below 6atm. The device was simply pulled out from the patient's body. The procedure was completed with the original device. No device replacement done since the intended treatment was completed. There were no complications reported and patient condition was good post procedure.